Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/05/2024, it was reported by a patient via phone that she underwent a rotator cuff repair on (B)(6) 2024, where a swivelock was implanted. Six weeks post-op on (B)(6) 2024, the patient had a physical therapy appointment her arm couldn¿t be moved during therapy and became painful she stated there was a clicking sound, and she went for an ultrasound. The ultrasound report stated irregular equipment malfunction and equipment failure. In (B)(6) 2024, the patient underwent a revision procedure where the parts were explanted all but one because it would have caused severe damage to the bone. The patient is moving well in therapy, taking it slower. She is experiencing pain for a second time. Extending her recovery time.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-2324psp swivelock, sp peek 4.75mm serial/batch number (B)(6), was received for evaluation. Only the swivelock, sp peek 4.75mm, was received for evaluation. A visual inspection revealed that the returned peek screw was broken into three pieces, which were held together by tissue. A more in-depth visual evaluation found that the hex diameter was damaged at both ends of the screw, and there was a loss of the geometry of the threads, most likely due to the breakage. Based on the information provided, the most likely cause of the reported failure may be that the implant was not fully seated during implantation or backed out due to the patient¿s bone quality. At that point, the exposed end of the anchor could create a clicking sound if it impinged against the acromion and then break, no longer supported in the bone socket. The method of bone preparation employed during the procedure and the bone quality encountered were not provided. The directions for use (dfu) for arthrex self-punching pushlock and swivelock suture anchors devices, sections. C. Contraindications. 1. Insufficient quantity or quality of bone. 7. The use of this device may not be suitable for patients with insufficient or immature bone. The physician should carefully assess bone quality before performing orthopedic surgery on patients who are skeletally immature. The use of this medical device and the placement of hardware or implants must not bridge, disturb, or disrupt the growth plate. G. Precautions. 1. Surgeons must apply their professional judgment when determining the appropriate suture anchor size based on the specific indication, preferred surgical technique, and patient history. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 6. Insertion in very hard bone may require pre-punching a bone socket to avoid damage to the implant.

Event description:
Additional information was provided on 08/05/2024 by the patient. The operative report and office notes were sent. According to medical records received, one (1) 4.75 peek swivelock self punching anchor ar-2324psp (lot 15116312) was implanted during the (B)(6) 2024 right shoulder arthroscopy with subacromial decompression, distal clavicle resection, glenohumeral debridement, rotator cuff repair, and biceps tenodesis. The removal surgery was performed on (B)(6) 2024. The operative report states that ¿the lateral portal was opened¿the joint was inspected, and the rotator cuff was found to be intact; the loose screw was identified. This was removed with appropriate instrumentation and grasper. Next, the rotator cuff was identified and evaluated from the superior surface. It was found to be intact and with good healing.¿ following the (B)(6) 2024 surgery, the patient was seen in the office on (B)(6) 2024, reporting ¿the patient states she fell yesterday. She was in the shower and was holding on to the rod when it broke. She landed on her right side. She states she hit her whole right side.¿ additional medical records were provided by the patient on (B)(6) 2024. October 2023 physical therapy records were provided which indicate that the injury at issue originally stemmed from a (B)(6) 2023 motor vehicle accident.